Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd epicenter¿ data management system when selecting a strep panel for current results, it displays an unspecified number of erroneous results of a gram negative panel. No patient impact reported.